Event description:
It was reported that the pump was alarming. This was confirmed by telemetry. The logs indicated that in 2008, the pump motor stalled multiple times and recovered. The following day, the pump motor stalled without a recovery. A tube set alarm occurred two days later. The patent experienced increased pain. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.